Event description:
It was reported that the rim of the implant at tooth site #12 broke off. The implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided. E1: email address and last/given name unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.